Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this investigation. It was reported that the patient expired due to postoperative progressive multi-organ failure on (B)(6) 2021. According to the vad-coordinator the outcome was not due to a device related issue. Additional information from the vad coordinator revealed that the death was not considered to be implant surgery related and that the device operated as intended. It was also communicated that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not explanted and would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19jul2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-system organ failure.